Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to have throat cancer. The patient underwent surgery, radiation and chemotherapy in response to the event. The pms clinical expert reviewed this notification of the patient reporting that he went through surgery, radiation, and chemotherapy for throat cancer. The reported event is assessed as not related to the device in this case. Hence, the device did not cause or contribute to the alleged serious injury. The dreamstation 1 platform voc hhe states "based on testing and complaint data analysis available to date, exposure to the identified vocs levels may lead to headache/dizziness, irritation (eyes, nose, respiratory tract, skin), hypersensitivity and nausea/emesis; that the current data available do not indicate correlation between exposure to the detected levels of vocs and the following harm: carcinogenic effects". Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have throat cancer. The patient underwent surgery, radiation and chemotherapy in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.